Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The issue was resolved by the time of the call therefore no troubleshooting could be performed. There was no adverse impact to the customer's blood glucose level.